Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot test. The receiver functional test was performed and it passed all the relevant testing. The receiver logs were downloaded, reviewed and it passed , finding no issues related to the complaint. The receiver case was opened for an internal visual inspection and further evaluation and it passed. The reported event that the receiver ceased to function could not be confirmed with the returned receiver. The root cause could not be determined.